Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin from the reservoir leaked into the insulin pump. The customer's blood glucose reading was 145 mg/dl at the time of incident. Troubleshooting found that the pump passed the self test. Customer was advised to change out the infusion set and reservoir and prime the device. Customer was advised to monitor the pump and call back if any further issues.